Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.¿

Event description:
It was reported that the ilet issued alert 38 indicating consecutive stalled motor events, with multiple restart attempts and a partial battery charge, and a replacement ilet was shipped with instructions for shutdown and return of the original device. Symptoms included no reported blood glucose impact. Outcomes included device replacement and continuation of glucose monitoring via the cgm application or receiver. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.